Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, a balloon deviation in the device. No further details about the reported deviation were provided. No patient harm was reported.